Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (damaged case) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the receptacle. The root cause for the damaged receptacle was excessive force. The device is designed to meet iec 60601-1 mechanical requirements. No adverse events occurred from the damaged monitor case.

Event description:
A us distributor reported that a monitor case was damaged.